Event description:
Hill-rom received a report from a hill-rom technician stating the scale was reading inaccurate weights. The bed was located in (B)(6) at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found load beam #4 was not calibrating. A search of the hill-rom maintenance record did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced load beam #4 and calibrated the scale resolve the issue. Based on the information, no further action is required.